Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up visit, the physician was unable to obtain device diagnostics due to calibration issue. No intervention was performed. No adverse patient consequences were reported.